Manufacturer narrative:
The customer reported a "switch off error"; however, it is unclear whether this refers to the AED failing to power up, unexpectedly losing power, or if it was in reference to a service code being displayed. Although additional information was requested, no further details regarding the reported issue have been provided. As a result, the cause of the complaint is unknown at this time. This report is being submitted out of an abundance of caution in accordance with 21 cfr 803.50.

Event description:
An international distributor reported a "switch off error". They reported that this did not occur during patient use.